Manufacturer narrative:
Concomitant products: 5076-45 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler syndrome which caused the right ventricular (rv) lead to become dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced twiddler syndrome which caused the right ventricular (rv) lead to become dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.